Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the bronchovideoscope was not working when plugging into the stack- communication/transmission problem. The event occurred during set up / inspection for use (during set up in room / before patient in room). There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image due to an electrical/electronic component problem. Olympus will continue to monitor field performance for this device.